Event description:
Device 1 of 3. Reference MFR report: 1627487-2013-04352, 04353. It was reported, the pt was feeling a sensation in the abdomen when the stimulation was increased to an amplitude of providing relief. The sensation would dissipate when the stimulation was turned down. The physician had a CT scan performed, but did not notice any anomalies. Follow up identified the physician replaced the leads and the ipg. It was reported the ipg was placed on the back table, so due to possible sterility concerns the ipg was replaced.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.